Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 140-01-54 - nv ahs cluster cup 54mm group 3: (B)(6). 140-36-13 - nv ahs ceramic liner group 3: (B)(6). 170-36-07 - biolox delta femoral head 36mm od, +7mm: (B)(6). 160-01-15 - pf stem tapered plasma ext offset sz 15: (B)(6). 120-65-20 - bone screw 6.5mm dia x 20mm long: (B)(6). 120-65-25 - bone screw 6.5mm dia x 25mm long: (B)(6). 120-65-30 - bone screw 6.5mm dia x 30mm long: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 9 day(s) post-operative of a right tha, it was reported via clinical study that the patient experienced a hematoma. Drainage from hematoma. The patient stopped rivaroxaban and drainage stopped. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.